Event description:
It is reported that the surgeon could not properly insert the locking screw into the articular surface. The surgeon then decided to leave the articular surface without the locking screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.